Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was considered operational context. (B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty (pta) and stenting treatment procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the moderately tortuous left superficial femoral artery. The physician advanced the 3mmx40mmx145cm sterling balloon to the lesion and completed four inflations. The first inflation was at 8atms for forty seconds. The second and third inflations were each at 10atms for forty seconds. On the fourth inflation, the balloon was inflated to 12atms for sixty seconds and ruptured. The device was removed intact. The procedure was completed with the deployment of a 6x40mm non-bsc stent which was post dilated with a 5x40mm sterling balloon. No patient complications were reported and the patient's status is good.